Manufacturer narrative:
Additional information: sample was received for evaluation. The sample was visually inspected and the needle guard was raised and blocking the flow. The valve was hydrated and tested for programming. The valve passed the test. The valve was flushed and the valve failed with no flow. A review of manufacturing records was not possible as no lot number was provided. The root cause for the raised needle guard could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a certas plus valve was revised after being implanted for a week due to suspected shunt failure. The valve was suspected of obstruction. It was confirmed that ventricular size reduction by CT. The patient is stable. The valve will be returned.